Event description:
It was reported that during an unknown laparoscopic procedure, the jaws did not open. The device was used around the bladder. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: was the device on tissue when it would not open? If yes, how was the device removed from tissue? Did the device deliver any clips? If yes, were the clips formed properly? Which firing of the device did this event occur on? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when?

Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clip was conforming according to our manufacturing specifications. A possible cause of malformed clip may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, the device locked out as intended but the orange indicator was did not show up, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.